Event description:
Procedure: hemorrhoid. According to the reporter: the left side of the instrument did not cut or staple. The staple line was bleeding. This caused conversion of traditional excision of hemorrhoids. Manual excision and suturing of remaining hemorrhoids and over sewing of the staple line was performed. The case was delayed more than 30 minutes. Bleeding did not reach or exceed 250ccs.

Manufacturer narrative:
(B)(4).